Event description:
It was reported that during a rigid bronchoscopy with stent placement procedure, a deployment suture break and partial stent deployment occurred. The lesion was located in the left main bronchus. The ultraflex tracheobronchial 4mm x 14mm stent delivery system was (sds) was advanced to the lesion and adequately positioned. Upon attempting to deploy the stent, the stent failed to deploy. The physician noted that the deployment suture had "knotted itself at the distal release end". In another attempt to deploy stent, the physician applied "tension" to the finger ring of the deployment suture, however, the deployment suture broke at the distal end and the stent deployed by approximately "three loops". The device was removed and the procedure was completed with another of the same device. No pt injuries or complications were reported. The patient's status is reported as "stable".